Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was displaying the "apply sample" icon. On (B)(6) 2011, the medical surveillance specialist (mss) spoke to the lay user/patient for follow-up questions; however she did not wish provide any additional information regarding the alleged issue. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began last week prior to contacting lfs. It is not known whether the patient was taking any diabetes medication or made any changes to her diabetes medication at the time the alleged issue began. At an unknown date/time, the patient reportedly became sweaty and weak after the alleged issue began. The patient claimed she seek medical treatment from a health care provider (hcp): however it is not known what kind of treatment, if any, the patient receive after the alleged issue began. It is also not known if the patient tested on any other blood glucose device at the time of the alleged issue. At the time of troubleshooting, the cca noted the patient had used the subject meter before, used the correct test strips, and the test strips drew in the sample; however the patient's process for testing was incorrect since the meter was not coded correctly. The cca walked the patient through a retest and the alleged issue was resolved. Replacement products were sent to the patient. It is not known whether the patient associated the alleged symptoms as high or low blood sugar symptoms. Therefore, this complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.